Event description:
Customer reported an unexpected negative reaction with the pool cell assay on galileo. A 2-cell screen run on both their galileos detected an anti-k in the sample.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on returned and retention crrs (pooled), lot n172. Pool_cell testing was performed with the customer's returned sample using returned and retention capture-r ready-screen (pooled), lot n172, on an in-house galileo. The sample exhibited 1+ reactivity with retention crrs (pooled) and was nonreactive with returned crrs (pooled).